Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: review of the black box data confirmed cs064 alarms recorded for motor error. On investigation, the pump powered on normally. Rewind, load and prime steps were successfully completed without issue. The pump was exercised for 24 hours with no alarms occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that multiple call service alarms [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.